Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is expected to have a revision surgery performed as the cylinder no longer inflate. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. Both cylinders had wear at a fold on the cylinder bodies. One cylinder had two holes from wear at a fold in the distal end of the cylinder; leaks from wear in the distal end of the cylinder were present. The pump passed the leakage evaluation and failed the activation test. The reservoir was visually examined and microscopically tested. No anomalies were found with the component. Based on the information available and analysis results, the hole in the cylinder and the activation issue in the pump could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is had a revision surgery performed as the cylinder no longer inflate. No patient complications were reported.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) would no longer inflate. The device was explanted and replaced. No patient complications were reported.